Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. The impact on the customer's blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues arise again.